Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this evaluation, as no log files were submitted. According to the account, the low flow alarms were due to a low set speed, afterload issues, and dialysis. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction and afterload issues could not conclusively be established through this evaluation. The patient ultimately expired due to bacteremia on 18may2024, and the device will not be returned for evaluation (covered under MFR # 2916596-2024-03343). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had continued low flow alarms due to low speed (4700 rpms) and afterload issues. The patient was also on dialysis which contributed to the low flow alarms. The 2.0 low flow software was requested to be installed on the patient's primary and backup system controllers. The patient did not have a history of renal dysfunction prior to left ventricular assist device (lvad) implant, however the lvad or lvad therapy was not believed to have caused or contributed to the patient's renal dysfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.